Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that another rep had met with the patient around (B)(6) 2025 because issue with coverage and found some contacts were "out" so they programmed around. The patient also mentioned they were having other issues, but no further clarification was provided. They mentioned the impedance issues again and it was reviewed that the rep could recheck impedances in different positions, with pressure to see if values changed, but ultimately to meet with doctor for next steps and check ins/lead connection or replace lead if needed and send it in for analysis. The rep reported that the patient doesn't currently have a doctor.

Event description:
Additional information was received from the manufacturer representative (rep). Rep called back to provide update on this case. They said the patient's pain "interventionalist" tried a revision procedure yesterday. Caller clarified the interventionalist is not the patient's managing doctor for scs therapy, they just offer pain relief options such as injections. Caller said patient plans to establish care with a provider that can manage scs therapy after yesterday's procedure. Caller said during the procedure yesterday, the pocket was opened, lead tips were taken out, cleaned, and tested in a wens, which showed some green on an impedance check, whereas prior to the procedure all the contacts were >40k ohms. Caller said the leads were then placed in the same battery and an impedance test showed same contacts as normal impedances shown on wens. The patient was closed with same battery and paddle lead (nothing removed or replaced). After the procedure, the rep turned the therapy on and patient confirmed being able to feel stim at their leg and buttocks, even though that wasn't where their pain was. Caller said the patient was in a hurry to leave so they left the programming as it was and plan to follow back up with the patient regarding their symptoms. Caller emailed screen shot of impedance check. Caller confirmed when they do impedance checks they do a few of them and change the reference electrode each time. Caller just wanted to talk this case through with someone. Agent reviewed it was reassuring that patient could feel stim and that they were able to get some electrodes with viable contacts. Agent suggested continuing with programming that works for patient's symptoms if able to program with available contacts. If patient unable to get adequate symptom relief with available contacts, agent reviewed possibility of having to replace at that point. Caller confirmed patient did not have any prior falls or trauma to the area where the system is implanted. Caller said they viewed imaging of down where battery was implanted, but never saw imaging for electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating patient will be scheduled for a revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reported that connectivity check showed electrodes 0, 3,8,11 didn't pass, with electrode impedance check, there was nothing under 19k ohms. Technical services(ts) reviewed with rep that surgical revision is needed to get therapy for patient. Ts and rep discussed how to go about check the cause of the impedance issue but told rep that it's up to hcp on how he/she wants to perform the procedure. Implant battery at 20% but patient got no device found with the controller. Ts didn't troubleshoot the controller since it's moot, even if patient can connect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the a patient experienced high impedance, with all electrodes avoid or unusable (greater than 40,000), stimulation occurring in an incorrect location, and a shock was reported. Reprogramming was performed as a troubleshooting step. The issue remains ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.